Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to dislodgment. The patient was experiencing increased thresholds measurements. The physician elected to replace the lead.